Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported the patient had a sudden symptom return and that the patient had started peeing all the time since (B)(6) 2017. While on the call the patient synced with the patient programmer and it showed the stimulation was off. The patient then turned the therapy on, was able to feel it in the bike seat area and the reported issue was resolved. The patient was going to follow up with their healthcare physician (hcp) if the symptoms continued. The patient stated their hcp left the practice but they still go there and see a nurse practitioner (np). There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient stopped feeling stimulation. The patient stated that she does not feel the tingling on the right side like she usually does. The patient synched the implantable neurostimulator (ins) with the patient programmer (pp), and the pp showed that stimulation is off. The patient was able to turn the stimulation on and set it to .8, the patient could still not feel stimulation. The patient reported that they increased stimulation and they could now feel stimulation. There were no further complications reported/anticipated.